Event description:
It was reported ¿about two months ago¿ there was a problem with an air bubble was in the catheter. The patient¿s health care provider (hcp) was notified and the problem had been ¿taken care of¿. The device system was used to deliver lioresal. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 8780, serial# (B)(4), implanted: 2013 (B)(6); product type catheter. (B)(4).